Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. No motor position encoder error alarm could be confirmed due to an erased history file. No software error alarms could be verified due to the motor error alarms. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported the insulin pump alarmed motor error during a basal. Customer did not know blood glucose level. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer was unable to clear the alarm. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.